Manufacturer narrative:
Follow-up # 1 date of submission 10/04/2016-device evaluation: the pump has been returned and evaluated by product analysis on 09/08/2016 with the following findings: during investigation, a visual inspection of the pump revealed evidence of moisture visible behind display lens and inside the battery compartment. The returned battery cap was able to fully attach/tighten to the pump. The battery cap contact height and width measurements were found to be within specification. The pump did not power on during testing. The pump black box download and performance testing was not able to be completed due to no power to the pump. A leak test failed due to a battery compartment leak. The pump case was removed, and evidence of moisture on internal components of the pump. No damage to power circuit was observed.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that there was moisture behind the display and the pump lost power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.